Manufacturer narrative:
According to case information, the sensor broke into two pieces during the removal procedure on 17 december 2024. According to the hcp, during the removal of the sensor, the sensor was adhered to thee skin issue and broke into two pieces while trying to grip it with the clamp (from the clinic kit). All sensor pieces were removed and the patient felt fine.the sensor was sent to senseonics for further investigation and a visual inspection confirmed that the sensor broke into two pieces, with breakage occurring at short end region.the root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. H3.device evaluated by manufacturer? Yes. B4.date of this report 30 january 2025. G3.date received by the manufacturer? 30 january 2025. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22,4310.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024. According to the hcp, during the removal of the sensor, the sensor was adhered to thee skin issue and broke into two pieces while trying to grip it with the clamp (from the clinic kit). All sensor pieces were removed and the patient felt fine.